Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the flush. This complaint was created to capture the 13th of 13 related incidents. The following information was provided by the initial reporter: "we do see this began last november and has persisted at varying levels ever since... We had another report of a mp5301-c today which wouldn¿t flush.. This second one from the emergency department. ... All totaled we have had 5-7 complaints from three separate xxx departments without resolution."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2023. Investigation summary: the customer reported repeated issues with occlusion in maxzero, and returned 6 samples. All 6 of the samples were primed with water and no occlusion was found in any of the samples. This issue has a known root cause of excessive solvent, and steps are being made to address the failure. Despite no verification of the failure in this complaint, the root cause is still being addressed. Device history record review for model mp5301-c lot number 23049109 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the flush. This complaint was created to capture the 13th of 13 related incidents. The following information was provided by the initial reporter: "we do see this began last november and has persisted at varying levels ever since... We had another report of a mp5301-c today which wouldn¿t flush.. This second one from the emergency department. ... All totaled we have had 5-7 complaints from three separate xxx departments without resolution."